Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) measured a battery voltage of 2.8 volts. The guidant field representative inquired if the battery status should have tripped elective replacement indicated (eri). A guidant technical services consultant reviewed battery data and confirmed that the device appeared to be functioning normally. Three weeks later, the device declared elective replacement indicator (eri). The device was explanted without incident.